Event description:
A malfunction in the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, and the caller successfully reset it. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues reappeared.